Event description:
It was reported that left ventricular (lv) lead did not capture and moved. The lv lead was turned off prior to (B)(6) 2007 and was capped during the device changeout. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.